Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine change out procedure the rate/sense portion of this right ventricular (rv) defibrillation lead came apart when removed from the header of the device. There were no indications of product performance issues prior to the procedure. The rate/sense portion of this lead was surgically abandoned. A new rate/sense lead was successfully implanted. No adverse patient effects reported.